Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The patient claimed that 7 days after the reported issue first occurred, the patient developed symptoms of feeling shaky. Three minutes after the onset of the symptoms, the patient administered self-treatment with more food/drink. No other forms of treatment of blood glucose results were reported. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia 7 days after the power issue began. In addition, the reported power issue was unresolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate I/them and inform FDA of product(s) that do not pass inspection in a supplemental report.